Event description:
See also MFR report # 3004209178-2010-06696 regarding related issue. It was reported that the patient experienced a shocking/jolting sensation in the hands, feet and legs when sitting or standing. These symptoms began in the previous two weeks and were located over the ins site. There was no known related incident or accident reported. The patient turned down the stimulation to 0.0 volts and still felt the jolt or shocks. No further details, patient symptoms or outcomes were provided. Additional info was requested but not received at the time of this report. A follow up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).